Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The 4.50x12mm nc trek balloon dilatation catheter (bdc) was inflated to 8 atmospheres (atm) however after deflation, the balloon could not refold completely. Resistance was met with the guiding catheter therefore the bdc was withdrawn along with the entire system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure to fold was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. Return analysis noted that the distal end of the balloon was wrinkled. In this case, it is possible that deflation technique and/or manipulation of the balloon during use/removal contributed to the reported failure to fold of the balloon (wrinkled balloon). It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Choosing a larger guiding catheter size may minimize this. In this case, it is possible that the combination of the larger profile of the nc trek balloons, and the reported failure to fold balloon (wrinkled) contributed to the resistance met with the guiding catheter, resulting in the difficulty removing the device; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The 4.50x12mm nc trek balloon dilatation catheter (bdc) was inflated to 8 atmospheres (atm) however after deflation, the balloon could not refold completely. Resistance was met with the guiding catheter therefore the bdc was withdrawn along with the entire system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.